Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would intermittently exhibit a lock-up failure. The display would appear as a white screen. The device could not be powered off when this occurred and had to be disconnected from the power source. There was no pt use associated with the reported failure.